Event description:
Philips received a complaint by the customer on the v60 indicating that the device was down due to a blower stall error message. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was advised to replace the motor controller pcba.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.